Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the (B)(6) bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis identified that the cable was frayed and the cable strands were stuck out at the wrist. No missing piece was noted during investigation of the instrument. The root cause of this failure is attributed to component failure. A review of the device logs for the (B)(6) bipolar forceps (part# 471172-17/ lot/serial# k11220209 - 0271) associated with this event has been performed. Per this review of the logs, the (B)(6) bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4). There were 11 uses remaining after this last usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and the initial reporter was unable to confirm if a fragment fell inside the patient during a da vinci assisted procedure. Failure analysis confirmed a cable breakage due to a component failure. No missing piece was noted during investigation of the instrument. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire of the (B)(6) bipolar forceps (mbf) instrument was broken. The reporter was unable to specify if a fragment fell into patient. Isi followed up with the initial reporter and obtained the following additional information: there was no patient injury. The procedure was completed robotically.